Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). Additional information indicated that the right lead also had high impedances. Surgical intervention was undertaken wherein both occipital leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), batch: 3835939.

Event description:
It was reported that patient experienced diminished/loss of therapy due to autoreducing. Lead diagnostics showed that the left lead had high impedances on all contacts. Surgical intervention may be undertaken to address this issue.